Event description:
Additional information received reports that the patient had an infection at both incision sites. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had a suspected infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 and the physician cleaned out the pocket site. Therapy has been restored.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Correction h6: coding corrected from 4624 - surgical intervention to 4627 - device explantation.